Event description:
It was reported by (B)(6) surgery center (supply manager) during inspection of surgery equipment he discovered the tip of an awl was broken off. No patient or procedure involvement. This report involves 1 device. (B)(6).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of surgery equipment, the tip of an awl was found to be broken off. There was no patient or procedural involvement.

Manufacturer narrative:
Additional narrative: a product investigation was completed: one awl 12mm (part number 03.820.100, lot number t106100, manufacturing date 08january2015) was received. Upon evaluation of complained device, the distal tip of the awl shows the tip of awl has indeed broken off from the awl. The complaint is deemed confirmed. The drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Proper use for the device is addressed in technique guides. The returned device is multiple use and is used for perforating the anterior cortex. The driver tip is broken off and tip was not received. It is likely that awl was used on hard bone, leading to the complaint condition. This complaint condition is likely a result of the awl penetrating hard bone and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part is determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.